Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. Chest pain: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Patient reported left side rupture diagnosed via MRI. Later reported chest pain, puffiness, limited hand movements, capsular contracture baker grade iii diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, d4, g4, h4.

Event description:
Later healthcare professional reported "on the left, more heterogeneous contents with single liquid inclusions are observed due to defragmentation of silicone" "defragmentation of the internal contents, with signs of defragmentation (aging) of silicone on the left. No signs of extracapsular spread of silicone or fibrous contracture were detected" via ultrasound.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, rupture.

Event description:
Patient reported left side rupture of a saline device diagnosed via MRI. Later reported chest pain, puffiness, limited hand movements, capsular contracture baker grade iii. Device has been explanted.